Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported about a serious ¿malfunction¿ of the pump occurred. The patient had the pump in situ for ¿many years¿. On (B)(6) 2019, the patient¿s refill was done ¿per usual¿. The patient was fine after the refill. The patient left the hospital for another appointment and later returned to visit a friend; the patient still felt fine. Much later that evening, the patient started to feel itchy and dizzy. When the patient presented to the hospital, it seemed that she was experiencing a drug overdose. The patient was transferred to the emergency department on the morning of (B)(6) 2019. The patient seemed to respond to the naloxone infusion but deteriorated every time they decreased the infusion. The hcp and manufacturer representative decided that the only course of action was to empty the pump and refill with saline. When the refill was performed, there was a discrepancy between expected and actual volume aspirated of about 5ml, which was ¿a lot¿ considering the refill had only been 24 hours earlier. The physician said no pocket fill occurred. The patient was still currently inpatient but may transfer back to [another hospital] next week (from (B)(6) 2019) if she improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine via an implantable pump. The dose and concentration were unknown. The indication for use was not reported. It was reported the pump was refilled. Within a few hours, the patient was administered naloxone in the emergency department for morphine overdose. 5 ml less [than expected] was withdrawn from the pump. The patient's status was alive ¿ with injury. The pump remained implanted ¿ in service. The implant date was unknown. The patient¿s age, weight, and medical history was unknown. No further complications were reported.